Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a non-sustained ventricular tachycardia event, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noisy signals on the right ventricular channel that resulted in three seconds of pacing inhibition. Technical services (ts) was reviewed the event and confirmed the oversensed signals. Ts noted the signal was regular in pattern and questioned if the patient was receiving therapy, but no information was available. No additional adverse patient effects were reported. This crt-d remains in service.